Manufacturer narrative:
This device used for treatment and not diagnosis. Screw was cold welded into the plate. Therefore it is not possible to make manufacturing evaluation. It is possible too high torque was applied during insertion may be the most possible reason for this failure.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct during a distal tibial osteotomy on an unknown date. On (B)(6) 2012 patient was diagnosed with disease, and all hardware had to be removed. On (B)(6) 2013, during the removal procedure, surgeon had a difficult time removing one screw. He was forced to turn the plate like a propeller in order to remove the screw. It was reported that patient had poor bone quality. No further information is available at this time. This report is for an unknown screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.